Manufacturer narrative:
Device is a combination product. (B)(4). Promus element plus,mr,ous 2.50x12mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination crimped stent identified proximal stent damage. Proximal stent struts were lifted and bent back in a distal direction. The undamaged section of the crimped stent od(outer diameter) was measured and the result was less than the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no damage. No other issues were identified during analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 2.50x12mm promus element¿ stent, it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.